Event description:
A doctor alleged that a patient's pfm crown had to be remade due to the nx3 dual cure cement setting too quickly.

Manufacturer narrative:
After seating the crown, the doctor flash cured around the crown and upon removing the excess cement, he discovered open margins; the cement had already set, which caused the crown to sit too high on the patient's tooth. The doctor removed the crown, created a new core, and remade both the temporary and permanent crown for the patient. To date, the patient is doing fine; the permanent crown was placed using a different product, without further incident. The product involved in the alleged incident was returned; however, the syringe was empty of material. Retain samples were evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. No similar complaints were received with regard to this lot. These investigation results indicate that this incident is an isolated incident that occurred as a result of a user/technique related issue, and was not due to a product failure.